Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that his one touch profile meter kept giving him the not ok message after the countdown on the blood test. This issue was not resolved with troubleshooting. He was walked through cleaning the meter focusing on the optic area. This issue still persisted. The patient's proper testing technique was reviewed and then he was asked to retest. He still got the not ok message. It was verified that the meter was not moved during testing. A check strip test was performed, but the result again was not ok. He consulted a pharmacist about the meter, but was advised to contact lifescan since he was not familiar with the meter. Therefore, the patient did not receive any treatment. There was no adverse event reported due to this malfunction. However, since the issue was not resolved, this case is reported as a meter malfunction. There was no further clinical information provided.